Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted on (B)(6) 2019. Minimal and conflicting information was received from the patient. He stated that his continuous glucose monitor (cgm) reading was 8 mmol/l during the day and he had only consumed water and a (B)(6). Then it suddenly went up to 17 mmol/l, and he took his novorapid which he stated usually takes 15 minutes to take effect. He stated he then suddenly went hypoglycemic 2 minutes later with his hands shaking, and he was feeling sick but the cgm was still showing high values. He confirmed that he did not do any fingerstick to confirm the bg. The reported allegation falls within the c zone of the parkes error grid (using 3.1mmol/l cgm and 10mmol/l fs per two digits). No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.